Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this pacemaker would not properly operate or connect with the patient's leads. The pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.